Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Trend data indicated high rv thresholds of greater than 2.5 volts as of (B)(6) 2016. The last measurement from capture management on (B)(6) 2015 indicated rv capture threshold was 2.0 volts at .4 ms. (B)(4).

Event description:
It was reported that high thresholds were noted on the patient's right ventricular (rv) defibrillation lead during a routine device change out. The physician elected to add a new rv pace/sense lead. The pace sense portion of the lead was capped, and the high voltage portion remains in use. No patient complications have been reported as a result of this event.